Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 404 mg/dl. The customer declined troubleshooting for the high readings at the time of the call. The customer called in to inquire if the insulin pump can be near an MRI scan. We advised the customer that the pump needs to be removed and left in a separate room. Customer reported that the she has had issues with high blood glucose readings when she takes off the pump to shower. Customer declined to troubleshoot for high readings. The customer reported she will be seeing her health care provider to review the device settings are correct. The product was not returned for analysis.